Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was used to remove polyps in the intestinal tract during a polypectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, the device could not tightly closed and the polyps could not be cut. Reportedly, there was no visible issue noted with the cautery pin and no attempt of cautery was applied. Additionally, there was no other issues noted with the device. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block e1: the initial reporter's address is (B)(6). Block h6: problem code 2587 captures the reportable event of snare loop failed to cut. Block h10: investigation results a captivator small oval stiff snare was received for analysis. Visual inspection of the returned device revealed that the device did not have any visual failure. However, during functional inspection, the device was tested in the 10inch loop fixture and the snare loop had difficulty in retraction. No other issues were noted. Based on the event description, the problem was noticed during procedure and inside the patient. The functional inspection of the device presented problems in retraction, confirming the reported complaint. Upn m00562301 (captivator small oval stiff bx/10) with the handle configuration reported in the complaint has not been produced since (B)(6), 2020 therefore a probable cause for this failure mode cannot be determined. Based on the information available and the analysis performed, the most probable root cause classification is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was used to remove polyps in the intestinal tract during a polypectomy procedure performed on (B)(6), 2020. According to the complainant, during the procedure and inside the patient, the device could not tightly closed and the polyps could not be cut. Reportedly, there was no visible issue noted with the cautery pin and no attempt of cautery was applied. Additionally, there was no other issues noted with the device. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.